Event description:
The following information is from an article published in catheterization and cardiovascular interventions ; "percutaneous closure of prosthetic paravalvular leaks: case series and review": between 2001 and 2004, 14 procedures were performed in 10 patients. The following complications were reported: a (B) (6) male underwent a second procedure in which coils were placed because there was residual leak following implant of an amplatzer septal occluder. An (B) (6) female underwent a second procedure in which coils were placed because there was residual leak following implant of an amplatzer duct occluder. A (B) (6) male underwent urgent surgery because an amplatzer duct occluder was found dislodged post-implant. The pvl was repaired.

Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.